Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 6/14/2013, belt: 8/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in a nursing facility with staff and ems present at the time of passing. It was reported that the patient was unconscious prior to passing. Ems initiated CPR. Review of the patient's download data revealed that the patient was inappropriately treated prior to passing. At 3:11:44 pm on (B)(6) 2019, the patient's rhythm was ventricular tachycardia (vt) at 150 bpm for 5 seconds self-converted to sinus rhythm at 75 bpm. A non-treatable rhythm was declared at 3:11:47 pm on (B)(6) 2019. At 1:08:21 am on (B)(6) 2019, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment was idioventricular rhythm at 90 bpm. The post-shock rhythm was vt 130 bpm transitioning to an idioventricular rhythm at 90 bpm. A non-treatable rhythm was declared at 1:08:38 am. At 1:10:09 am, an arrhythmia with response button use was detected. The patient's ECG shows that the patient was in fine ventricular fibrillation (vf) transitioning to an idioventricular rhythm at 60 bpm. It is unknown who was pressing the response buttons. At 1:13:18 am, a second inappropriate treatment was delivered. The patient's rhythm was an idioventricular rhythm at 50 bpm at the time of the treatment and the post-shock rhythm at 35 bpm. At 1:13:45 am, 1:14:21 am, and 1:14:56 am, the patient received three treatments during asystole. The post-shock rhythm was asystole for all three treatments. At 1:15:26 am, the patient received a non-lifevest treatment. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with motion artifact. At 1:21:03 am, the patient received a second non-lifevest treatment. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact. At 1:22:56 am, 1:23:18 am, 1:23:50 am, and 1:26:04 am the patient received four additional inappropriate treatments from the lifevest. The patient's rhythm at the time of the all four treatments was asystole with CPR artifact, and the post-shock rhythm for all four treatments was asystole with CPR artifact. The electrode belt was disconnected at 1:27:18 am. The patient's rhythm was asystole with CPR artifact at the time of electrode belt disconnection. Oversensing of low amplitude cardiac signal and CPR artifact contributed to the false detections. The patient was reportedly taken to the hospital after the event. There is no indication that a device malfunction caused or contributed to the patient's death.